Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer experienced on-going, intermittent elevated blood glucose (bg) level that was displayed as "high"; however a specific value not provided. Bg cause was unknown. Bg was addressed with a supply change. Reportedly, t the customer was using off label insulin (fiasp) within the pump supplies. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Recommendation was made to consult with a healthcare provider regarding diabetes management.